Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.